Event description:
A report was received that the patient felt that the stimulation was shocking and felt muscle contractions from it. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient felt that the stimulation was shocking and felt muscle contractions from it. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.